Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found the following: the universal cord had a dent, the grip, the air/water cylinder and the suction cylinder all had an appearance defect due to discoloration. The scope cover was scratched and the play of the up/down knob and right/left knob were out of the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d5 (added other "olympus") e1 (added facility name "olympus") e2, e3 (added health professional and occupation: " no" and " non health professional") missed in the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. Therefore, the cause of the material remaining in the device could not be determined. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.